Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad did not charge the device when placed on the pad, and a replacement charging pad was sent. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no impact on therapy. Investigation included customer interview and logistical replacement of the suspected accessory. Investigation of this case revealed a suspected malfunction of the external charging pad accessory without effect on device therapy or patient condition. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the accessory charging pad.